Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a problem with ground. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a grounding malfunction was confirmed during product evaluation. The assignable cause of the reported problem was determined to be fluid damage on the ground connection of the device. Appropriate action was taken to correct the reported problem by replacing the power cord, front bezel, rear housing, center housing, bottom panel and all gaskets. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.